Manufacturer narrative:
The returned used device, item smi-02ap was evaluated and found the lower jaw broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. Needle loads into suture passer with no issue noted. Broken lower jaw was not returned for evaluation. The manufacturing documents from the device history record were reviewed by the contract manufacturer. No issues were noted in their communication. The device service history was reviewed and no prior data was found. A two-year review of complaint history revealed there has been a total of 48 complaints, regarding 50 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the smi-02ap device was being used during a rotator cuff repair on (B)(6) 2020 when the lower jaw fractured and broke in the patient. The fragment was removed by graspers causing a less than 5-minute delay. The procedure was completed successfully with no injury or effect to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.